Event description:
It was reported the patients ipg displayed the "replace generator soon" message indicating the device is approaching end of life. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was obtained, revealing that the ipg was replaced via surgical intervention on (B)(6) 2024. Therapy was restored post op.

Event description:
Additional information was obtained, revealing that the patient's ipg has reached end of life. Surgical intervention may take place in the future to address the issue.